Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap. Gastric bypass - dr. (B)(6) tried to bring the trocar in, during the rotation move to bring the trocar in, the tip from the obturator is broken. Lot. Nr. Is not available. Product is in the office of mr. (B)(6). He is waiting for "the box in the box". I have attached a pictures of the obturator. Additional information received by email on 26/08/2016: it was a clean break. No pieces were fallen into the patient. The opened another ctf73. Patient status - good. Type of intervention - n/a.

Manufacturer narrative:
Medical device information was updated with the lot number, manufacturing date, and expiration date. After performing a lot trace, the only lot number that has been sold to the customer prior to the incident was lot 1267073. Additional information was requested from the customer and provided. Investigation summary: the obturator from the event unit was returned for evaluation. Upon inspection, engineering noted that the obturator tip had broken off completely from the shaft. Engineering noted that the detached obturator tip had a partial fracture. Based on photographs sent by the user facility, although the tip was damaged, it was not completely fractured off during the procedure. It can be concluded that the complete fracture occurred during product return. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. Engineering was able to recreate the customer's experience using an identical obturator. The root cause of the customer's experience is likely due to excessive heat generated from the scope in combination with downward force exerted on the scope. If a scope is left on for too long, it can give off enough heat to soften the plastic. If any downward force is applied to the scope while the plastic material is soft, the scope can push through the material and result in a partially fractured obturator tip. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from an applied medical representative on september 26, 2016: the insertion force was a normal insertion force, however, the patient was a bariatric patient. The trocar was the first incision trocar and it was placed at the umbilical.